Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video showed leakage from the filter dialysate port where it connects with the support plate. The specific defect that allowed the leak was not visible in the video. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the pre pump effluent line and dialysate port connection of a prismaflex st100 set before use for continuous renal replacement therapy. There was no patient involvement. No additional information was provided.